Manufacturer narrative:
This event has been treated in leventon (B)(4) as an incidence ((B)(4)), by assessing both the defective unit and the records and samples corresponding to the involved batch number. The flowrate of the pump is not possible to measure for units used because the properties of the balloon change after the first filling. We consider that the balloon meets the specifications. We can conclude the evaluated unit doesn't show any kind of flow deviation. The batch record of the affected lot number has been reviewed and no similar incidence to the reported one was detected in the controls made during the manufacturing process nor in the control made before the release of this product. So, we have not been able to reproduce the defect detected by the client.

Event description:
A patient received a dosi-fuser 150 2-day pump, which delivered its medication over a 24 hour period. The patient was brought to emergency services and admitted for a drug reaction. Colon cancer patient who was receiving fluorouracil infusion pump was found disoriented on the floor of her home. At the hospital, she was also found to have EKG changes. She went for cardiac catheterization which showed normal findings. CT and MRI of the head did not show any acute changes. Per the patient's husband, the ambulatory infusion pump which should be finished later in the afternoon, was completed early morning of (B)(6) 2011. This was the patient's fifth cycle of folfox. Cardiologist, neurologist, and oncologist believe that there may have been fluorouracil-induced and cerebral toxicity.